Event description:
It was reported the rear case clip was broken. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ring cover, both bail covers, upper case, lower case, and battery drawer are broken. Analysis also found the battery release is contaminated, the ring is missing, battery contacts are compressed, and the keyboard is scratched. (B)(4).